Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a repair of ted stockings. The customer reports patient had skin irritation causing a skin ulcer. The patient was referred to the wound clinic where healing was accomplished with regular wound care. The patient had to be prescribed antibiotics during the care.

Manufacturer narrative:
An investigation is currently underway, upon completion the results will be forwarded. (B)(4).